Manufacturer narrative:
Device not returned, remains implanted. This device is not available for return and evaluation because it remains implanted. The device history record (DHR) review is in process. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to stenosis which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding the condition of the device at the time of the intervention has not been made available. The patient's medical history indicates he had severe transvalvular aortic regurgitation from a bioprosthetic aortic valve with an ejection fraction of 60 percent. As a result of the patient's increased surgical risk due to multiple comorbidities, frailty, and prior aortic valve replacement via sternotomy, it was recommended he undergo tavr. No pre-operative echo was made available and no description of the valve has been provided. Without return of the device for evaluation or information regarding the condition of the device, the root cause for the intervention remains indeterminable. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No further investigative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards learned through the implant patient registry that a second device, 26mm transcatheter valve, was implanted into an existing 25mm aortic pericardial valve in the aortic position using a valve-in-valve procedure. The implant duration of the 25mm valve at the time of the procedure was sixteen (16) years, one (1) month and seven (7) days. Through follow up with the health care provider, the operative report and discharge summary were provided. The operative report states the postoperative diagnosis as severe symptomatic aortic insufficiency, s/p aortic valve replacement for aortic stenosis, acute on chronic diastolic congestive heart failure, nyhc IV, new onset atrial fibrillation, non-st-elevation myocardial infarction, prostate cancer, s/p radiation, glaucoma, degenerative joint disease, history of aortic valve replacement, hip replacement. After placement of the tavr, tee revealed no significant pvl. The patient tolerated the procedure well and did not receive any blood products intraoperatively. The patient remained intubated on transport to CT ICU where he was later extubated without difficulty. Once stabilized, patient was transferred to telemetry where he continued to progress well. Patient was deemed stable for discharge to home on pod-5.